Event description:
Customer's mother reported via phone, the battery cap on the insulin pump giving the customer issues. The time has been changing without input and the device is showing less insulin that the reservoir has. Customer's blood glucose was unknown but her blood glucose was 401 mg/dl when the device alarmed no delivery. The device alarmed battery out limit. Troubleshooting was performed and customer's mother was advised a new battery cap will be sent. Customer was experiencing high blood glucose due to her eating something and declined troubleshooting. Customer's mother then was informed the device would be replaced due to time change anomaly. She agreed to return it for further analysis.

Manufacturer narrative:
The insulin pump was received with unexpected off no power due to damage connector lifted pad trace on interface board. The insulin pump was unable to verify battery out limit alarm and performed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unexpected off no power. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.